Event description:
Reported due to stuck device requiring surgical intervention: in 2006, following an unknown procedure, a physician attempted an arteriotomy closure using the perclose proglide device. Reportedly, an angiogram was done prior to closure but other than that the "vessel was very calcified", no information was provided about the vessel size and whether the arteriotomy site was confirmed to be in the common femoral artery. Following deployment of the needles, no suture was found, and thephysician was unable to retreve the device from patient's groin. A vascular surgeon was consulted and the patient was taken to the operating room for removal of the device. The removal of the device was uneventful and there was no damage to the intima of the vessel. The report als indicates that the retrieved device "appeared to be broken" at the distal end of theshaft anf the foot was open. A request for device return for testing and investigation and a request for additonal information about the event have been made, however, no response from the facility is forthcoming.